Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance due to a possible fracture. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted the rv lead integrity alert (lia) was triggered for increased short interval counts (sic) and two or more high rate non-sustained episodes. The rv lead impedance suddenly rose from around 400 ohms to around 1000 ohms. The sic count went up to 3,353 within 2 days and an average of 1,998 sic per day has been noted, along with evidence of oversensing during high rate non-sustained episodes and ventricular tachycardia (vt) episodes.